Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press and unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received multiple unexpected restart alarm everytime the insulin pump battery has been replaced and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with no button response due to flattened act button dome switch (no creased) and lcd connector unlocked. Unable to confirm unexpected alarm or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.